Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown psl cup size 50. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient was revised on a right hip due to a loose cup.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The shell was returned. No bony on-growth was observed on the ha coating surface. The device is otherwise unremarkable. Clinician review confirmed the event of shell loosening and subsequent implant migration and dislocation. The exact cause of the shell loosening could not be determined from the information provided. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a right hip due to a loose cup. Update: medical records received indicated revision of right hip performed on (B)(6) 2014 due to dislocation. The cup was noted to be "grossly subluxated pre-op" and "significant black corrosion" was observed at trunnion. A broken screw removed as well. The stem was not revised.